Manufacturer narrative:
An outside the united states (ous) customer contacted a siemens customer care center and reported that a false negative 3gallergy specific ige (spe) egg allergen (f245) result was obtained on a patient sample on an immulite 2000 xpi instrument. Spe adjustments and controls were reviewed. A siemens customer service engineer (cse) was dispatched to the customer site. The cse collected the instrument maindatabase, error log and spyfiles. The limitations section of the 3gallergy specific ige instructions for use (IFU) states: "a definitive clinical diagnosis should not be made solely on the basis of an in vitro allergen-specific ige result. Diagnosis should be made by the physician only after all clinical and laboratory findings have been evaluated." "In vitro allergen-specific ige results should not be used as a definitive guide to selecting an initial dose for immunotherapy." The 510k number of this report (k101572) is for the similar product that is registered in the united states (catalog number 10708840). Siemens is investigating.

Event description:
A false negative 3gallergy specific ige (spe) egg allergen (f245) result was obtained on a patient sample on an immulite 2000 xpi instrument. The discordant result was reported to the physician(s) and was questioned because the other allergens of egg components were positive. The sample was repeated on the same instrument. The repeat result recovered as positive. The repeat result was reported to the physician as the correct result. There are no known reports of patient intervention or adverse health consequences due to the false negative spe f245 result.

Manufacturer narrative:
Siemens filed MDR 1219913-2022-00333 initial report on 2022-10-01. Additional information - 2022-12-06. Siemens concluded investigation for an outside of the united states (ous) customer observation of a false negative 3gallergy specific ige (spe) egg allergen (f245) result obtained on a patient sample on an immulite 2000 xpi instrument (serial number h2103). The sample was initially tested on 2022-07-20 and resulted as <0.10 ku/l (class 0, absent). The result was reported to the physician who questioned the result, and the sample was run again on 2022-07-22 with a result of 5.70 ku/l (class IV, very high). Siemens reviewed the provided data, which indicates significantly erratic reagent level sensing within the spe allergy reagent wedge which could be indicative of foam or bubbles. Based on this reagent level sensing data, there is potential that reagent level sensing issues contributed to the questionable result however, this is inconclusive. The issue occurred on a single patient sample result therefore, pre-analytical sample variables cannot be ruled out. Based on the investigation, a potential product performance issue has not been identified. In section h6, investigation finding and investigation conclusion codes were updated based on the investigation results.